Manufacturer narrative:
The removed blower assembly was returned to the failure investigation lab (fi). The fi technician installed the blower assembly into a fi ventilator to duplicate the reported issue. During the unit testing, the fi technician identified that during the winding generated phase the blower assembly failed. The determination could be made that the device failed to meet specifications. The blower assembly failed due to component being out of specification.

Manufacturer narrative:
G4:11dec2020. B4:14dec2020. The customer had a standby ventilator which was immediately connected to patient and there was no delay in therapy. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the blower assembly and motor control printed circuit board assembly (mc pcba) needed to be replaced to return the device to working condition. The fse replaced the blower assembly and mc pcba to resolve the reported issue. The device passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08oct2020.

Event description:
It was reported to philips that the device annunciated occlusion alarms. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.